Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for the missing trunk cable was physical abuse. There is no indication that this device malfunction caused or contributed to the patient's passing.

Event description:
The electrode belt was returned for investigation into a non-reportable patient death and failed incoming functional testing.